Event description:
Spontaneous call, pt reports the spring in her pump broke. Rph tried to help pt setup infusion but he was not able to infuse today. Pt was going to forgo this infusion and wait until next week. No mention of adverse effects from missed dose. We are shipping out a new pump and returning the old one for inspection. No other info known. Reported to (B)(4) by pt/caregiver.